Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the heavily calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary intervention. Reportedly, the sutures broke for both devices. . Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.